Manufacturer narrative:
Philips service replaced the dvi matrix switch 16x16 power supply and hard disk spare part, reconfigured video settings, and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that flexvision monitor had no image due to failed dvi matrix psu and hard drive on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.